Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was not returned to bsn as it was kept by the medical facility.